Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator turned off and on by itself. There was no patient harm. Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event of ventilator shutdown. The ventilator passed all safety and functional tests and was cleared for clinical use. Evaluation of received ventilator logs was performed. The event log contains a ventilator shutdown from ongoing ventilation which is not preceded by a standby. This shutdown may correspond to the reported event. The shutdown is registered as normal together with a system startup directly after, which implies that turning off and on the ventilator was done by the on/off switch at the rear of the user interface. The ventilator passed pre-use check prior and after the reported event and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion in the matter is that the ventilator did not shutdown by itself. The shutdown was done by the on/off switch at the rear of the user interface, but how it was done or who did it has not been determined.

Event description:
Manufacturer ref # (B)(4).